Manufacturer narrative:
The customer reported the internal paddles failed to shock during use. No adverse pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the internal paddles failed to shock during use. No adverse pt impact was reported.